Event description:
The doctor was unable to remove the intra aortic balloon from the pt. There was a clot, and the intra aortic balloon needed to be surgically removed. (Event complications: the intra aortic balloon was entrapped/surgically removed) - reported 6/24/98. (Pt's current status: unk - reported 6/24/98.)